Event description:
Procedure type: esophageal resection. According to the reporter: when completing the esophageal reconstruction with the device, the joint between the staple cartridge tip and the puncture needle could not be completed. Therefore, the surgeon changed to another device with the same size and the joint was done successfully. Surgery time was extended for more than 30 minutes. No patient injury occurred. The patient is doing well.

Manufacturer narrative:
(B)(4).